Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes and decreased impedance were observed on the right ventricular (rv) lead. Revision surgery was performed and the lead was explanted and replaced. The patient's condition was stable following the procedure.